Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that there was no issue with the insertion of the sensor, but the transmitter did not blink when it was connected to the sensor. Customer's blood glucose was 139 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.